Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by pyibus cable damaged. A field service engineer replaced cable to resolve the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patients. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue that station is down. The customer reported issue occurred when dispensing medication and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.